Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of accessories not holding properly was not confirmed. The device evaluation found that due to deformation of scope-connector, water tightness was lost. Forceps elevator had foreign material. Plastic cover had a dent. Adhesive on the distal end was detached. The connecting tube had a scratch. Due to wear of angle wire, bending angle in the up/down/left/right directions did not meet standard value. Due to wear of the angle wire, the play of the up/down/left/righ knob was out of standard value. Due to deformation of free-engage knob, the up/down/left/right knobs could not be locked securely. The grip had a dent. The control unit was deformed. The scope-cover had a dent. The universal cord had a scratch. Switch 2 had a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the accessories of the duodenovideoscope are not holding properly. Inspection and testing of the returned device found forceps elevator had foreign material. The foreign material was yellowish/brown in color but it was unknown what the foreign material was. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing could not be conducted properly due to leakage from scope connector cover (s-connector). The event can be detected and prevented by following the instructions for use (IFU) section: IFU states the detection method in tjf type 150 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf type 150 reprocessing manual 3.5 manual cleaning olympus will continue to monitor field performance for this device.